Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that prior to cardiopulmonary bypass, during setup, the perfusionist removed the oxygenator from the box to find that the right side of manifold connection was loose. The perfusionist attempted to reattach the fitting, but was unsuccessful. No patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.